Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, after some use the surgeon observed that the tips of the device were not aligned. Then, upon touching the distal part of jaws with his hand, a part of the jaws became disengaged from the device. It is unk if the disengaged part was fully detached or still partly attached to the device. It was confirmed that nothing fell into the pt cavity, and there was no harm to the pt. A new device was opened and used to complete the procedure.